Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a surgical lead, on (B)(6) 2009. In (B)(6) 2010, the pt presented to the clinic reporting an inability to increase the amplitude on her scs system. According to the pt, an examination of her scs system found that one of the lead contacts was "broken." The system was reprogrammed and the appropriate stimulation was restored. Attempts to obtain additional info regarding the pt's allegations of a "broken" lead contact were unsuccessful. Six months later, the pt called the MFR's technical services reporting that she cannot increase her stimulation amplitude again. The pt was referred to her physician for an examination of her scs system. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.